Event description:
It was reported that the pump stopped working and was beeping. The problem occurred during an infusion. There was patient involved; however, no harm was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to MFR: 11-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log was reviewed, but the reported issue could not be replicated. A review of the service history revealed no repairs associated with the reported failure mode. Visual inspection showed no anomalies, and functional testing confirmed that the pump operated normally. The complaint could not be substantiated, and the root cause could not be determined.